Event description:
According to the information, there was an infection and autoinflation.

Manufacturer narrative:
This inflatable penile prosthesis was implanted in 2005 and removed in 2005 due to infection and autoinflation. A pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a partial separation on the inlet tube of the reservoir, near the strain relief. Testing revealed this to not be a site of leakage. No functional abnormalities were noted with the pump, cylinder 1 or cylinder 2, or the reservoir. Because the availabe information did not provide any indication as to what factors may have contributed to the device autoinflation and because no functioanl abnormalities were observed. Qa cannot determine the cause of the reported event. Regarding the report of infection. Qa's examination of the returned components may not conclusively confirm or disprove this claim. Based on the information provided qa accepts the physician's observations of such as one of the reasons for surgical intervention. The review of the device lot history records by quality assurance indicates this lot passed sterility testing prior to being released. Based on this knowledge, qa concludes that the device was sterile prior to the device packaging being opened and that the infection originated from source(s) other than the device. Management routinely reviews events such as this. Therefore, no additional action is required at this time.